Event description:
Follow-up information was received on 20-may-2021: the event term was changed from macula/accumulations of product to nodule/accumulations of product, and the coding remained unchanged. The physician confirmed that the patient did not experience a macula, and that it was a nodule. As reported, it impressed the accumulation of the product in a very superficial plane. The patient continued with controls every two weeks. She did not want to inject anything and continued with heat and radiofrequency measurements. The outcome of the event remained unchanged.

Event description:
Follow-up information was received on 29-apr-2021: the reporter confirmed that they followed the same spots, which were accumulations of product. According to the physician, it was because of the superficially placed product. The physician continued to infiltrate with physiological solution and lidocaine. As reported, when the patient did not want to, she received radiofrequency with heat. The physician continued to monitor the patient and saw her every week. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, macula / accumulations of product (pt: product distribution issue), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number 100132690 was reviewed. A lot search was conducted on the reported lots and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from an (B)(6) physician and concerns a (B)(6)-year-old female patient. She was injected with radiesse®, into the arms (off label use of device), for biostimulation to treat skin flaccidity in the arms, on (B)(6) 2020. Batch number was reported as 100132690 (expiry date: 05/2022). A lot search in the global safety database was conducted. Radiesse® was injected using a 25g cannula and needle, into deep dermal, and was diluted in 6 ml of physiological solution (product preparation issue). After the treatment with radiesse®, the patient experienced a macula, that was superficial. As reported, in some sectors there were accumulations of product because the product was injected more superficially. Physiological solution and intramuscular corticosteroid were applied. It did not resolve. The patient had it for three months. It did not hurt, but it bothered the patient aesthetically. The reporter wanted to know what to do, to resolve the complication. Due to provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 26-mar-2021: the case was upgraded to serious. On (B)(6) 2020, 29 days after the treatment with radiesse®, the patient experienced the event. The patient was treated with intralesional distilled water and corticosteroids, to dilute the product. At the time of this report, the injuries did not resolve, and the patient was waiting for evolution. She was due for a control the week after this report. The outcome of the event remained unchanged. In the opinion of the reporter, treatment with physiological solution and intramuscular corticosteroid was necessary to prevent permanent damage.